Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the outcomes attributed to the device were pain, infection, bleeding, dyspareunia, urinary problems, and bowel problems.(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted, due to urinary stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections and recurrence of stress urinary incontinence .

Manufacturer narrative:
Date sent to the FDA: 06/29/2017. Patient codes: (B)(4) urgency, (B)(4) urinary frequency. It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - inflammation. Additional information. Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis.